Event description:
It was reported that during the implant placement procedure, the healing collar could not be seated onto the implant. Several unsuccessful attempts were made. However, the implant had to be removed and another implant was used to complete the procedure.

Manufacturer narrative:
The following sections have been updated:

Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsv4b10) and associated mount and mount screw were returned. Visual inspection of the as returned device identified minor signs of wear around the external and internal threads, and the platform. Functional testing was performed for the returned devices; implant, mount and mount screw were able to be assembled and disassembled. The implant¿s drive feature was determined to be functioning. Additionally, measurements were taken using a caliper. Through dimensional analysis and comparison to drawing it was determined that the devices met design specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. There was no device malfunction found against the implant. Without the return of the healing collar, the event is non-verifiable. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided / unknown. Zipcode unknown. Device not returned.

Event description:
It was reported that the healing screws did not match the implant. The implant was removed and another one was placed. Tooth location 30.